Manufacturer narrative:
In initial report, the manufacturer year was only provided however the full date is provided in this follow up report. Device evaluation: device was not visual evaluated because surgeon stated that there was no issues with the operation of the phaco unit and the disposable. The surgeon¿s comments were of signature pro worked very well, and there were no issues. The patient had anatomical condition of the eye and the patient had made several sudden eye movements during the procedure that caused the event. The reported complaint was not confirmed. Manufacturing records review: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (mitigation's) for whitestar signature pro console showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). Manufacturer year 2017. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, a capsular tear occurred when using the signature pro phacofragmentation unit. As a result of the capsular tear, the incision was enlarged. Sutures were required to close the incision enlargement. The planned cataract procedure was prolonged an additional 30 minutes to complete the case due to the event. The intraocular lens was implanted in the sulcus. The surgeon stated there was no issues with the operation of the phaco unit and the disposable. The surgeon¿s comments were of signature pro has worked very well, and there were no issues. The patient had anatomical condition of the eye and the patient had made several sudden eye movements during the procedure that caused the event.